Event description:
It was reported that the septum joint of the bd q-syte¿ luer access split-septum stand-alone device was found sunken during use, causing blockage. The following information was provided by the initial reporter, translated from chinese: "when the responsible nurse was infusing the PICC catheter for the patient, he found that the catheter could not draw back blood, and the injection was not unblocked. After checking, he found that the septum joint of the catheter attachment device was sunken, which caused the catheter to be blocked. The infusion connector was replaced immediately, and the function of the catheter was normal."

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.